Event description:
It was reported that the bur broke inside the attachment during a surgical procedure and that the broken piece was subsequently retrieved from the surgical site. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Lot no. Details were not provided. It was not possible to determine the definitive root cause for the alleged breakage.